Event description:
Has popped and made a crunching sound since installed in 2015. Have been to the doctor (dr. (B)(6). In (B)(6)) twice and both times was told that it was supposed to do that. Last time there the p.a. Took the butt of his hand and slammed it against my knee and said it was fine. This was at my last checkup approx. 3-5 months ago. Ever since then now can't stand on it very long and it swells and really hurts. It hurt before but now it really hurts.